Event description:
It was reported that the patient experienced a loss of therapeutic effect following medical tests including a CT scan, x-ray, and EKG. The patient had gone to the ER due to pain in her side which she stated was not due to the implantable neurostimulator (ins). The patient had the ins off for about three hours and when she turned it back on at home, she only felt stimulation in her left leg but not her right leg. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension, product ID: 37752, serial# (B)(4). Product type: recharger, product ID: 37743, serial# (B)(4). Product type: programmer, patient product ID: 3487a-33, lot# j0217223v, implanted: (B)(6) 2002. Product type: lead, product ID: 3487a-33, lot# j0214236v, implanted: (B)(6) 2002. Product type: lead. (B)(4).